Event description:
It was reported that during testing, the device was faulty. No patient involvement was reported.

Manufacturer narrative:
No information provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device in good condition. There was no evidence of the error or reported problem in the event history log (n/a). The reported problem was duplicated. Error code 112 was indicated during the power up. The investigation found a system fault error code 112 on the screen display, and the drive rod and e-clip were worn and loose and slipped while running causing the error code 112. These were believed to be the cause of the reported problem. For corrective action the drive rod and rear housing were replaced. The root cause of the reported problem is unknown. The product is beyond 8 years from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).